Manufacturer narrative:
The initial MDR 2517506-2021-00180 was filed on 30-jul-2021. Additional information (06-aug-2021): a siemens customer service engineer (cse) was dispatched to the customer site to inspect the instrument. The cse replaced the sample arm, reagent probe tips for reagent 1 and reagent 2, the gear idler, and the reagent 2 arm. Siemens evaluated the available information and found no indication of sample aspiration issues or foaming at the time of the event. The cause of the falsely depressed tacrolimus test results is unknown. The instrument is performing within specifications. No further evaluation of the instrument is needed. The adverse event codes (section h6) were updated. MDR 2517506-2021-00179_s1 and MDR 2517506-2021-00181_s1 were filed for the same event.

Manufacturer narrative:
Two falsely depressed tacrolimus (tac) patient sample test results were obtained from a dimension exl instrument. The initial test results were reported to the physician(s). Siemens is investigating. Mdrs 2517506-2021-00179 and 2517506-2021-00181 were filed for the same event.

Event description:
Two falsely depressed tacrolimus (tac) patient sample test results were obtained from a dimension exl instrument. The initial test results were reported to the physician(s). The same samples were repeated on the same instrument at a later date. The repeat results were reported as the correct results to the physician(s). There are no reports adverse health consequences due to the discordant tac result.